Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. The cable was spliced in one place. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Additional observation reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Visual inspection revealed signs of missing parts. The instrument passed the electrical continuity test. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.